Manufacturer narrative:
B4:(B)(6)2021 it was stated that the device was in clinical use at the time the reported issue was discovered; however, this issue was discovered prior to patient use, and the device was switched out with a different device to use on the patient. No patient therapy delay and no medical intervention except for replacing the unit were reported. Patient information was not disclosed. The international service technician inspected the device, but the reported issue for screen freezing could not be duplicated and was unable to be confirmed. The unit was checked overall, run-in-tested, functionally tested, and no abnormality was confirmed. No parts were replaced.

Manufacturer narrative:
The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. There was no patient therapy delay, and no medical intervention except for replacing the unit was reported.

Event description:
The customer called technical support (ts), reporting that the device¿s screen froze. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. There was no patient therapy delay, and no medical intervention except for replacing the unit was reported.